Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during clipping the ductus cysticus, crossed the clip and fell down, during correct use of the surgeon. A second clip crossed too. The surgeon opened a second device to finish the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Shaft damaged. The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.